Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned for evaluation. Product testing was performed and defect found on returned strips: control results out of control range (high results). No defect found on returned meter and returned control. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 154, 128, 172, 145 and 160 mg/dl. Customer was also concerned with results from the true metrix meter when compared to another device; actual meter to meter comparison results were not provided. The customers expected fasting blood glucose test result range is 110-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 05/17/2022 and test strips were opened a few days prior to call. The meter memory was reviewed for previous test result history: result 1: 186 mg/dl date: (B)(6) 2021, time: 8:34am fasting. Result 2: 154 mg/dl date: (B)(6) 2021, time: 6:40pm fasting. Result 3: 128 mg/dl date: (B)(6) 2021, time: 8:33am fasting. Result 4: 172 mg/dl date: (B)(6) 2021, time: 8:30am fasting. Result 5: 145 mg/dl date: (B)(6) 2021, time: 6:38pm fasting. Result 6: 160 mg/dl date: (B)(6) 2021, time: 8:34am fasting.